Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has previously caused or contributed to pt injury. Device issue: shaft separation. It was reported that the device would not cross. No pt effects were reported. No add'l event or pt info is available. This is being reported based on the product analysis that revealed a shaft separation.

Manufacturer narrative:
Results - product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood or contrast visible. The stent implant was not returned. The distal shaft was separated, 19.6 cm distal to the guide wire exit notch. The separated portion was not returned. The material at the separation was jagged. There was a tear in the outer member, 6 mm proximal to the separation. There were pinched outer member, 7 mm, 8 mm, 9 mm, and 1 cm proximal to the separation. There was a kink in the inner member, 7 mm proximal to the separation. There was a hole in the outer member, 1.1 cm proximal to the separation. The shaft was smashed, 5 mm proximal to the separation and extending proximally for a length of 3 mm. There were multiple kinks in the hypotube at the distal end of the strain relief tubing, 6.5 cm, 10.5 cm, 40 cm, 54 cm, 78 cm, and 88 cm distal to the strain relief tubing. There was no other damage noted to the sds. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.